Manufacturer narrative:
(B)(4) - device 5 of 6.

Event description:
Reference number (B)(4). Event occurred in spain. On 15-july-2024, it was reported that the patient encountered six infusion sets cannula kinked events on 15-july-2024, 22-july-2024, 27-july-2024, 13-august-2024, 19-august-2024, and 23-august-2024 within 3 hours after insertion. Patient replaced infusion set and resumed insulin successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information.